Manufacturer narrative:
The lens was returned for evaluation. A device history record (DHR) review did not find any anomalies or non-conformities related to the reported event. Microscopic examination of the lens was performed, and found a cloudy, hazy area near the center of the optic. Visual inspection under a slit lamp and 10x microscope showed, the presence of lathe lines, which are a result of the machining process/lathing. Additionally, the inspection identified the presence of machining marks. Which resemble a light dust on the surface. Further investigation, found the polishing process for the enhanced envista did not always completely remove all the normal lathe lines, and machining marks from the lens optic. The lathe lines and machining marks can only be detected under certain lighting conditions. And they were not always detected, during the validated cosmetic inspection of the lenses. The major factor responsible for the lathe lines is the ineffectiveness of the polishing process as well as the polishing room temperature. Other factors that may have contributed to this event are mechanical issues with lathing equipment and validated cosmetic inspection method. Which was not always capable of detecting such defects. A corrective action plan has been put in place to address these issues.

Manufacturer narrative:
The device was returned for evaluation. One iol was returned in a plastic specimen cup. The original packaging was not returned. The part number and serial number cannot be verified. However, the lens does have the appearance of the reported lens. Visual inspection found the lens is in an unknown fluid. Most of one haptic has been torn off and was not returned, and the lens optic has been cut or torn nearly in half. An analysis of the lens was performed and found a cloudy, hazy area near the center of the optic. No rings were found. There is an observed substance near the edge of the optic. The cause of the cloudy area is unknown. The cause of the damage could not be determined. Functional testing was not performed due to the damage. A review of the device history record has been performed and there were no anomalies or discrepancies identified that may have contributed to the reported event. A review of nonconformances did not identify any inconsistencies that would contribute to the reported event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Event description:
Reportedly, one week post a non-complicated phaco surgery, patient experienced decreased vision due to glare and halos around light. Six months later and in order to mitigate the glare, a yag capsulotomy was performed. The patient continued having vision problems. The iol was reportedly in the center of the eye but had central subsurface haze in bull's eye pattern. Approximately two years after the original iol implant, the lens was removed and replaced with a lens of a different model and diopter. Due to the open capsule from a previous yag, a vitrectomy was performed at the time of lens exchange. The patient's current prognosis is still awaiting healing from iol exchange. In the surgeon¿s opinion the most likely cause of the event was a manufacturing problem with the iol.